Manufacturer narrative:
Product complaint # (B)(4). (B)(4) used to capture if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
06-sept-2019 literature article entitled: ¿does taper design affect taper fretting corrosion in ceramic-on-polyethylene total hip arthroplasty? A retrieval analysis¿ by matthew p. Siljander, md a, corinn k. Gehrke, ms, samantha d. Wheeler, bs, ali h. Sobh, md, drew d. Moore, md, michael a. Flierl, md, erin a. Baker, phd. Published in the journal of arthroplasty (2019) was reviewed for MDR reportability. The study¿s objective was to investigate the effect of taper design on taper corrosion and fretting in modular cop total hip arthroplasty systems. The models of prostheses used include biolox delta ceramic femoral heads of varying sizes and offsets, (3) corail femoral stems, (1) hps ii femoral stem, (18) s-rom femoral stem / sleeve, (11) summit stem. Acetabular cup and liner manufactures were not provided. The study identified the following to be adverse outcomes. It is not indicated what manufactured implants experienced what outcomes, therefore, all will be listed. Infection, periprosthetic fracture, aseptic loosening, pain, instability, leg length discrepancy. Implant wear (femoral head: trunnion fretting, femoral stem: trunnion corrosion, femoral head: abrasion, burnishing, pitting, grooving/scratching, femoral stem: abrasion, burnishing, pitting, grooving/scratching, acetabular liner: abrasion, burnishing, pitting, grooving/ scratching, edge deformation.) And revision surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.